Manufacturer narrative:
The device was not available to be returned for evaluation as it remains in the patient. The imaging provided shows that both satellite rods had disengaged from the double head lateral connector and slid caudally through creo quad connector. It is possible that the failure was caused by excessive force; however, an exact cause could not be determined.

Event description:
It was reported that (2) creo rods were dislocated from connectors 2.5 weeks post operatively.